Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the screw driver broke off during use. There were no patient complications reported.

Manufacturer narrative:
Additoinal info: visually confirmed approximately ~4mm of the instrument¿s tip has been broken. The broken off head was returned. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.